Event description:
On the morning of (B)(6) 2012, the patient contacted animas stating that the up arrow keypad button was intermittently responsive. The issue reportedly became progressively worse. The patient denied damage to the pump and there was no indication of moisture inside the pump. It was noted that the patient wore the pump in a pump skin on a leg holder and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be lifting and peeling along the edge of the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow keypad button was intermittently responsive and required multiple button presses to elicit a response. All of the other keypad buttons responded to button presses as expected. There was evidence of contamination found under the up arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.